Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call that the plastic around the reservoir compartment, around the top rim, the top rim had chipped up, about 50% of the way around. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.